Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of his wife (the patient) and reported erratic blood glucose (bg) levels. The reporter claimed that the patient's bg's had dropped low several times per week for the previous 2-4 weeks. At one point, the reporter claimed that the patient's bg dropped to "51 mg/dl." The patient had reportedly developed symptoms of shakiness, sweating, and mood changes. The reporter denied that the patient required medical intervention during the time of concern. However, he mentioned that the patient was treated with glucose tablets and food. The reporter also mentioned that the patient was currently in hospital and was admitted on (B)(6) 2012, for dka. He mentioned that for about 1.5 days prior to her admission, the patient was feeling unwell. The patient was reportedly vomiting and had high bg. The reporter did not know what the patient's bg level was prior to admission. He also did not know if the patient was checking her bg prior the hospitalization. The reporter did not report what treatment, if any, the patient had received from the hospitalization. Through troubleshooting, the animas representative involved in this contacted noted that the pump was programmed with a basal rate of "24.00 units/day." A review of the tdd history revealed the following basal totals: (B)(6) 2012, 40.2 units; (B)(6) 2012, 76.8 units, (B)(6) 2012, 87.6 units, and (B)(6) 2012, 51 units. The pump history also revealed that no boluses were delivered since (B)(6) 2012. The reporter admitted that the pump was exposed to an x-ray in (B)(6) 2011. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient had suffered low blood glucose events with symptoms that meet animas' criteria for a serious injury. In addition, the reporter claimed that the patient was hospitalized for dka. At this time, it is unclear if the pump and/or use-error contributed to the patient's injuries.

Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump histories indicated that insulin delivery totals were inconsistent. The following activity was observed in the black box: (B)(6) 2012 at 4:17am 'auto off' alarm; delivery was not resumed until 3:42pm. (B)(6) 2012 at 2:35am empty cartridge on; delivery was not resumed until 10:15am. (B)(6) 2012 at 12:00am empty cartridge on; delivery was not resumed until (B)(6) 2012 at 11:15am. (B)(6) 2012 at 8:36pm pump suspended on; delivery was not resumed until (B)(6) 2012 at 1:55pm. (B)(6) 2012 at 3:53am empty cartridge on; delivery was not resumed until 6:07am. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation indicated that use error in not resuming delivery in a timely manner after appropriately emitted alarms may have been a cause or contributor to the reported bg excursions.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.